Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient experienced severe low blood glucose of 29mg/dl and was twitching and unresponsive associated with the pump¿s time and date resetting to default settings when the battery was out of the pump for less than 24 hours. The patient reportedly experienced symptoms of cognitive impairment, confusion/disorientation, blurred vision, severe dizziness, unsteadiness, and difficulty speaking. The patient was reportedly treated with a glucagon injection and food/drink to bring bg back up. The patient reportedly remained on the pump. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia while using insulin pump therapy associated with a time/date reset issue. Use error was determined to be a contributor in the alleged incident, as the pump displays the ¿verify¿ screen after it is rebooted and the time and date must be set to confirm the ¿verify¿ screen and resume the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found the time/date was reset on the event date. The daily insulin delivery correctly reflected the programed basal rate. On investigation, the pump powered up with the appropriate audible and vibratory features. All the buttons responded properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidents. The pump was found to be delivering within specifications and the bolus delivery exercises were completed and recorded correctly. Evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The reported time/date reset issue was verified in the black box and duplicated in the investigation. Unrelated to the reported time/date reset issue, it was observed that the battery compartment was cracked from the base seal to the grip pad.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.